Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5109 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker, uterine cancer, ovarian cancer, parity 2 and gravida ii. The patient had a family history of colorectal cancer, diabetes (grand mother), hypertension (mother) and hypertension (father). As concurrent condition the report mentioned menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5536 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Previously reported essure insertion date provided as: (B)(6) 2009. Discrepancy noted in essure date: (B)(6) 2023 and (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.377 kg/sqm. [Pathology test] on (B)(6) 2023: final diagnosis: uterus (robotic laparoscopic hysterectomy and bilateral salpingectomy): proliferative endometrium is seen. Adenomyosis is noted. Hyperplasia and carcinoma are not seen. The serosal surface reveals both adhesions and endometriosis. Essure coils are found in the cornual regions of this uterus. Fallopian tubes, right and left: the shorter fallopian tube reveals a few benign sub serosal cysts on gross examination. Complete cross-sections of these fallopian tubes are seen on microscopy. Clinical history: menorrhagia. Procedure performed: robotic laparoscopic hysterectomy and bilateral salpingectomy. Gross description: portions of essure coils are noted within the cornual regions. The separate fallopian tubes are not identified as to right or left however one is slightly longer and sharply angulated at the midpoint. This fallopian tube measures 6 cm in length and ranges from 0.4 to 0.6 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report added. Medical history, lab data and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.